Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis was unable to confirm that the programmer would turn itself off. During incoming testing, the programmer did not turn off. Noise was normal and acceptable. Bullet assay (lower left) was broken and errors were found in the software history. Cleaned/checked cooling fans, bullet assay (lower left) was replaced, stylus was calibrated according to procedure, software was re-installed and updated to newest version, multiple start up and shut downs were performed without abnormalities, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn itself off and that it was noisy. It was also reported that there was an analyzer error. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.